Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high bg and insulin pump under delivery. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and serial number label fading during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of october 19, 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 22.6 unit. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.8 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Insulin pump received with flashing medtronic logo after the original electronics, force sensor, internal battery and motor assembly installed back into the case to perform the carelink download. Unable to download carelink software due to flashing medtronic logo, problem isolated to the electronic assembly. In summary, insulin pump passed all required testing. However, after the original electronics, force sensor, internal battery and motor assembly installed back inside the case, the insulin pump starts to flash medtronic logo and unable to download to the carelink software, problem isolated to the electronic assembly. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 30 mmol/l. The user alleged the insulin pump was under delivering insulin but after changing set blood glucose rise again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.